Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a peripheral angioplasty. Reportedly, after completion of step 4, the physician thought he had deployed the clip. When he went to remove the clip applier, it could not be removed. An attempt was made to free the device by pressing the device down firmly, rotating the device and depressing both the vessel locator button and the clip deployment button, but were unsuccessful. The device was removed by placing the cruck (crack) of the thumb and index finger around the device and pulling it out in one swift sharp movement. Manual compression was applied for 30 mins to achieve hemostasis. It was noted that the physician did not perform a femoral angiogram or a nick and spread at the vessel tract prior to the vessel closure procedure. The pt was discharged to home the next morning. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.